Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for implant. There was a sense of resistance upon inserting the left ventricular lead along with the guidewire, and the lead could not be fully inserted over the guidewire. Thus, another lead was implanted and the procedure was completed without any adverse consequences to the patient.